Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had recurring no delivery alarms. Customer stated they were attempting to bolus when they received a no delivery alarm. The customer's blood glucose was over 300 mg/dl. The customer stated they have tried different cannula lengths. Customer reported their tubing was not bent or kinked. The customer stated they have not tried all remedies for the alarm. It was also found the customer has changed their infusion set, but the alarm was recurring. The customer was advised their insulin pump needed to be replaced. No additional information provided.